Event description:
On 06/17/1998 following a diagnostic procedure, an angio-seal device was deployed in a pt's groin. The physician who inserted the device inadvertently lost tension during deployment: however, hemostasis was achieved and the pt was discharged home. Approximately 3-4 days later, the pt presented to the emergency room where a doppler identified the presence of a pseudoaneurysm. External guided manual compression was attempted. But unsuccessful in resolving the psuedoaneurysm. On 06/22/1998 the pt was taken to the operating room for surgical repair. As of 07/15/1998 there has been no report to the MFR of further complication or pt sequelae.